Event description:
It was reported that; shaver was placed in l -5 s1 disc space and the shaver broke. App. 10 minutes to retrieve out of disc space. The piece was removed (took about 10 minutes ) and the case proceeded as normal.

Manufacturer narrative:
Method: device inspection and device history review. Results: the customer reported event was confirmed via visual inspection. The device was inspected and it was confirmed that the distal tip of the shaver is fractured from the main body of the device. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The device was greater than 2 years old at the time of the event. Conclusion: the most likely cause of the reported event was determined to be normal wear based on device age and reported number of uses.

Event description:
It was reported that; shaver was placed in l -5 s1 disc space and the shaver broke. App. 10 minutes to retrieve out of disc space. The piece was remove(took about 10 minutes ) and the case proceeded as normal.